Event description:
The customer reported having image quality issues with s8-3t probe. There was no injury or safety concern associated with this event.

Manufacturer narrative:
The customer reported poor image quality with the s8-3t transducer during clinical use. The procedure was completed using the same transducer. The field service engineer confirmed there was no injury or safety concern. The failed transducer was sent to a third party vendor for repair and is not expected to be returned to philips for further evaluation. A replacement transducer has been requested by the vendor to resolve the issue. The vendor was advised the transducer was not part of a previous field action and, therefore, not eligible for replacement by the manufacturer. The transducer remains at the vendor and currently there is no return of the transducer anticipated.

Manufacturer narrative:
The customer reported that they were having poor image quality with the s8-3t transducer during clinical use. The procedure was completed with the same transducer. The field service engineer confirmed that there was no reported injury or safety concern. The transducer was replaced to resolve the issue. S8-3t image quality degradation during clinical use at a critical time was previously evaluated per hhe # us 2011-1 and was determined to be unacceptable. An electronic medical device report will be submitted for this image quality issue. The third party vendor was asking philips about a free replacement under (B)(4). That probe was not part of the (B)(4) so no free replacement.